Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed station that was not being updated for when medications need to be refilled or when it had been taken out. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed station that was not being updated for when medications need to be refilled or when it had been taken out. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not getting updated on the station. A technical support specialist dialed into the station, applied the fix as per knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue", and verified the station upload with no variation in change tracking version. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.